Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain/pain in pelvis'), fatigue ('chronic fatigue/ state of permanent fatigue') and gait disturbance ('disabled, difficulties sometimes to walk') in an adult female patient who had essure (ess205) (batch no. 508014) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "intolerance or allergy to many drugs". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), gait disturbance (seriousness criterion disability), general physical health deterioration ("health has only deteriorated in every way"), sleep disorder ("disturbed sleep"), migraine ("migraines"), myalgia ("muscle pain ++"), nasal injury ("ent problems"), pharyngeal disorder ("ent problems"), ear infection ("ear infections"), ear disorder ("irritated auditory canal"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), dry eye ("dry eyes"), the first episode of vertigo ("vertigo"), urinary incontinence ("urinary incontinence"), abdominal distension ("bloated belly/ bloating"), loss of libido ("loss of libido"), abdominal pain upper ("gastric pain"), constipation ("constipation"), amnesia ("memory loss ++"), the second episode of vertigo ("vertigo"), disturbance in attention ("problems with concentration, difficulties to remember instructions"), aphasia ("I search for words"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasms"), syncope ("vasovagal syncope"), pruritus generalised ("itching all over the body"), hot flush ("hot flashes ++"), peripheral coldness ("cold hand"), tooth loss ("tooth loosening"), gingivitis ("gingivitis +,"), erythema ("redness"), rosacea ("rosacea"), eye disorder ("ophthalmic rosacea"), erythema of eyelid ("eyelids that are sensitive to heat and cold, are red"), eyelid irritation ("eyelids burn "), eyelid pain ("eyelids sting"), joint pain ("joint pain ++"), tendonitis ("tendinitis ++"), ligamentitis ("chronic ligamentitis"), pain in extremity ("pain in the upper limbs"), pain in hip ("pain in hip"), back pain ("pain in sacrum"), neck pain ("pain cervical"), pain dorsal ("pain dorsal"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("stiffness"), loss of personal independence in daily activities ("difficulty in holding a pencil, an object, the telephone"), drug hypersensitivity ("intolerance or allergy to many drugs"), food intolerance ("intolerance or allergy to certain foods"), food allergy ("intolerance or allergy to certain foods"), temperature intolerance ("intolerance to cold"), stress ("stress"), physical disability ("physical exertion"), ill-defined disorder ("illness"), periarthritis ("severe retractile capsulitis in the shoulders (2 years off)"), the first episode of asthenia ("fragility"), the second episode of asthenia ("feeling weak"), cognitive disorder ("cognitive problems"), adverse event ("other problems"), strength loss of ("I have no more strength"), speech disorder ("difficulties to speak") and hypoacusis ("difficulties to listen") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain and fatigue had not resolved and the gait disturbance, general physical health deterioration, sleep disorder, weight increased, migraine, myalgia, nasal injury, pharyngeal disorder, ear infection, ear disorder, tinnitus, dry mouth, dry eye, urinary incontinence, abdominal distension, loss of libido, abdominal pain upper, constipation, amnesia, the last episode of vertigo, disturbance in attention, aphasia, paraesthesia, muscle spasms, syncope, pruritus generalised, hot flush, peripheral coldness, tooth loss, gingivitis, erythema, rosacea, eye disorder, erythema of eyelid, eyelid irritation, eyelid pain, joint pain, tendonitis, ligamentitis, pain in extremity, pain in hip, back pain, neck pain, pain dorsal, muscle atrophy, musculoskeletal stiffness, loss of personal independence in daily activities, drug hypersensitivity, food intolerance, food allergy, temperature intolerance, stress, physical disability, ill-defined disorder, periarthritis, the last episode of asthenia, cognitive disorder, adverse event, strength loss of, speech disorder and hypoacusis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adverse event, amnesia, aphasia, back pain, cognitive disorder, constipation, disturbance in attention, drug hypersensitivity, dry eye, dry mouth, ear disorder, ear infection, erythema, erythema of eyelid, eye disorder, eyelid irritation, eyelid pain, fatigue, food allergy, food intolerance, gait disturbance, general physical health deterioration, gingivitis, hot flush, hypoacusis, ill-defined disorder, joint pain, ligamentitis, loss of libido, loss of personal independence in daily activities, migraine, muscle atrophy, muscle spasms, musculoskeletal stiffness, myalgia, nasal injury, neck pain, pain in extremity, paraesthesia, pelvic pain, periarthritis, peripheral coldness, pharyngeal disorder, physical disability, pruritus generalised, rosacea, sleep disorder, speech disorder, stress, syncope, temperature intolerance, tendonitis, tinnitus, tooth loss, urinary incontinence, weight increased, the first episode of asthenia, the first episode of vertigo, pain dorsal, pain in hip, the second episode of asthenia, the second episode of vertigo and strength loss of to be related to essure (ess205). The reporter commented: since 2005 her health has only deteriorated in every way. Consumer was obliged to work part time and she has been disabled, category 1, since 2012. For the moment, she has a hard time continuing to work. Maintaining a house with a garden is complicated for her, she had to stop all sports, social and collegial activities, she is no longer reliable. She had regressed on a professional level to basic positions. She is always at the doctor or therapist. She spends a lot of money on her health and so does the government. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6)2019 . The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain/pain in pelvis'), fatigue ('chronic fatigue/ state of permanent fatigue') and gait disturbance ('disabled, difficulties sometimes to walk') in an adult female patient who had essure (ess205) (batch no. 508014) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug intolerance "intolerance or allergy to many drugs". On (B)(6)2005 , the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), gait disturbance (seriousness criterion disability), general physical health deterioration ("health has only deteriorated in every way"), sleep disorder ("disturbed sleep"), migraine ("migraines"), myalgia ("muscle pain ++"), nasal disorder ("ent problems"), pharyngeal disorder ("ent problems"), ear infection ("ear infections"), ear disorder ("irritated auditory canal"), tinnitus ("tinnitus"), dry mouth ("dry mouth"), dry eye ("dry eyes"), the first episode of vertigo ("vertigo"), urinary incontinence ("urinary incontinence"), abdominal distension ("bloated belly/ bloating"), loss of libido ("loss of libido"), abdominal pain upper ("gastric pain"), constipation ("constipation"), amnesia ("memory loss ++"), the second episode of vertigo ("vertigo"), disturbance in attention ("problems with concentration, difficulties to remember instructions"), aphasia ("I search for words"), paraesthesia ("tingling in the extremities"), muscle spasms ("muscle spasms"), syncope ("vasovagal syncope"), pruritus generalised ("itching all over the body"), hot flush ("hot flashes ++"), peripheral coldness ("cold hand"), loose tooth ("tooth loosening"), gingivitis ("gingivitis +,"), erythema ("redness"), rosacea ("rosacea"), ocular rosacea ("ophthalmic rosacea"), erythema of eyelid ("eyelids that are sensitive to heat and cold, are red"), eyelid irritation ("eyelids burn "), eyelid pain ("eyelids sting"), joint pain ("joint pain ++"), tendonitis ("tendinitis ++"), ligamentitis ("chronic ligamentitis"), pain in extremity ("pain in the upper limbs"), pain in hip ("pain in hip"), back pain ("pain in sacrum"), neck pain ("pain cervical"), pain dorsal ("pain dorsal"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("stiffness"), loss of personal independence in daily activities ("difficulty in holding a pencil, an object, the telephone"), drug hypersensitivity ("intolerance or allergy to many drugs"), food intolerance ("intolerance or allergy to certain foods"), food allergy ("intolerance or allergy to certain foods"), temperature intolerance ("intolerance to cold"), stress ("stress"), physical disability ("physical exertion"), ill-defined disorder ("illness"), periarthritis ("severe retractile capsulitis in the shoulders (2 years off)"), the first episode of asthenia ("fragility"), the second episode of asthenia ("feeling weak"), cognitive disorder ("cognitive problems"), adverse event ("other problems"), strength loss of ("I have no more strength"), speech disorder ("difficulties to speak") and hypoacusis ("difficulties to listen") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain and fatigue had not resolved and the gait disturbance, general physical health deterioration, sleep disorder, weight increased, migraine, myalgia, nasal disorder, pharyngeal disorder, ear infection, ear disorder, tinnitus, dry mouth, dry eye, urinary incontinence, abdominal distension, loss of libido, abdominal pain upper, constipation, amnesia, the last episode of vertigo, disturbance in attention, aphasia, paraesthesia, muscle spasms, syncope, pruritus generalised, hot flush, peripheral coldness, loose tooth, gingivitis, erythema, rosacea, ocular rosacea, erythema of eyelid, eyelid irritation, eyelid pain, joint pain, tendonitis, ligamentitis, pain in extremity, pain in hip, back pain, neck pain, pain dorsal, muscle atrophy, musculoskeletal stiffness, loss of personal independence in daily activities, drug hypersensitivity, food intolerance, food allergy, temperature intolerance, stress, physical disability, ill-defined disorder, periarthritis, the last episode of asthenia, cognitive disorder, adverse event, strength loss of, speech disorder and hypoacusis outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adverse event, amnesia, aphasia, back pain, cognitive disorder, constipation, disturbance in attention, drug hypersensitivity, dry eye, dry mouth, ear disorder, ear infection, erythema, erythema of eyelid, eyelid irritation, eyelid pain, fatigue, food allergy, food intolerance, gait disturbance, general physical health deterioration, gingivitis, hot flush, hypoacusis, ill-defined disorder, joint pain, ligamentitis, loose tooth, loss of libido, loss of personal independence in daily activities, migraine, muscle atrophy, muscle spasms, musculoskeletal stiffness, myalgia, nasal disorder, neck pain, ocular rosacea, pain in extremity, paraesthesia, pelvic pain, periarthritis, peripheral coldness, pharyngeal disorder, physical disability, pruritus generalised, rosacea, sleep disorder, speech disorder, stress, syncope, temperature intolerance, tendonitis, tinnitus, urinary incontinence, weight increased, the first episode of asthenia, the first episode of vertigo, pain dorsal, pain in hip, the second episode of asthenia, the second episode of vertigo and strength loss of to be related to essure (ess205). The reporter commented: since 2005 her health has only deteriorated in every way. Consumer was obliged to work part time and she has been disabled, category 1, since 2012. For the moment, she has a hard time continuing to work. Maintaining a house with a garden is complicated for her, she had to stop all sports, social and collegial activities, she is no longer reliable. She had regressed on a professional level to basic positions. She is always at the doctor or therapist. She spends a lot of money on her health and so does the government. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.